Event description:
The procedure was percutaneous transluminal angioplasty to an internal carotid artery lesion. Access site and vessel size were unk. However, vessel characteristics were noted as the following light calcification and vessel tortuosity and 80% stenosis. The savvy dilatation catheter was advanced to the target site and a leak was observed while applying the pressure. Consequently, the dilatation catheter was withdrawn and another dilatation catheter was used to complete the procedure without incident to the pt. Add'l info indicated that the device was prep according to the prod instructions for use.

Manufacturer narrative:
The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.